Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. Upon explant, it was identified a separation of layer in both cylinders that caused a fluid loss. The cylinders and pump were removed and replaced. There were no patient complications reported.